Event description:
It was reported that the device had a "red screen system fault - cannot start infusing error." There was unknown patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. B5: it was further reported that there was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was returned for repair with complaint of red screen system fault - cannot start infusing. No service history record for the last 12 months. The customer's reported problem not replicated by priming and running the cassette with fluid. Visual inspection found damaged downstream occlusion (dso) seal, fluid ingression on lcd, main board and broken battery compartment. The most likely cause of the report error is fluid ingression on main board. The main board was replaced along with the dso sensor, lcd, battery compartment, led flex, lens, and battery door. The device passed all functional tests after the repair.